Manufacturer narrative:
As reported by the open study, there was in-stent restenosis of the smart flex stent two years after the stent was implanted. There was significant stenosis in the mid superficial femoral artery (sfa) approximately 10-12cm within stent. The patient did not returned for follow up thus no treatment was provided. The patient complained of chest pain the patient had normal stress and was advised to enroll in cardiac physical therapy. The event is not related to the procedure or the device. The patient also had leg stiffness, there was no treatment provided. The event is not related to the procedure or the device. The patient had one 7x100mm flex stent implanted in a minimal calcified lesion in the mid-sfa at the time of the index procedure. A retrograde approach was used from the right common femoral artery with a 5f sheath.  The target lesion had a rate of 90% stenosis with a length of 145mm. The stenosis minimum diameter was 0.5mm, the diameter above the lesion was 5mm and the diameter below was lesion was 5mm. Successful passage of a guidewire was made across the target lesion. Pre-dilatation was performed with a 5x120mm balloon with a maximum pressure of 8 atmospheres (atm). The stent was successfully deployed in the patient and the residual stenosis was 0%. The stent was post-dilated with a 5x120mm balloon with a maximum pressure of 16 atmospheres. The product was not returned for analysis. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the open study, there was in-stent restenosis of the smart flex stent two years after the stent was implanted. There was significant stenosis in the mid superficial femoral artery (sfa) approximately 10-12cm within stent. The patient did not returned for follow up thus no treatment was provided. The patient complained of chest pain the patient had normal stress and was advised to enroll in cardiac physical therapy. The event is not related to the procedure or the device. The patient also had leg stiffness, there was no treatment provided. The event is not related to the procedure or the device. The patient had one 7x100mm flex stent implanted in a minimal calcified lesion in the mid-sfa at the time of the index procedure. A retrograde approach was used from the right common femoral artery with a 5f sheath. The target lesion had a rate of 90% stenosis with a length of 145mm. The stenosis minimum diameter was 0.5mm, the diameter above the lesion was 5mm and the diameter below was lesion was 5mm. Successful passage of a guidewire was made across the target lesion. Pre-dilatation was performed with a 5x120mm balloon with a maximum pressure of 8 atmospheres (atm). The stent was successfully deployed in the patient and the residual stenosis was 0%. The stent was post-dilated with a 5x120mm balloon with a maximum pressure of 16 atmospheres.